Manufacturer narrative:
The following were changed: device available for evaluation?-no. (B)(4).

Event description:
The manufacturer was notified on (B)(6) 2016 that a patient with mitroflow valve (dla19, s/n (B)(4) presented to the emergency room with worsening shortness of breath and orthopnea, upon examination it was found that the patient had severe aortic stenosis with a peak gradient of 71mmhg. A new perceval valve was implanted size small and post procedure showed no perivalvular leaks or central leaks and showed a peak gradient of 14mmhg and mean of 4mmhg.